Manufacturer narrative:
(B)(4).

Event description:
On 11/01/2016, abbott point of care was contacted by a customer regarding I-stat chem8+ cartridges that yielded suspected discrepant results on a patient presented due to a fall compared to the alternate method. There was no additional patient information at the time of this report. The customer states that there was no treatment based on I-stat results and the patient was later discharged. (B)(6). There are no injuries associated with this event. The investigation is underway.

Manufacturer narrative:
(B)(4). The investigation was completed on 01/26/2017. Retain product was tested and the customer complaint was not reproduced. Return product was not available for investigation.